Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, one of the metal handle of the hemostats broke. There was no visible damage to the packaging. The procedure was completed with this device without using the broken hemostats. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.